Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported the wire located at the tip of the tenaculum forceps instrument fell into the patient. The instrument fragment was retrieved and the procedure was completed successfully. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported wires at tip fell off. However, for clarification, the product problem was a broken grip cable. Based on this, the complaint was confirmed. One grip cable is broken at the distal idlers. Idler pulley spins freely. Idler axle showed rim damage as well.